Manufacturer narrative:
The technician found the brake caster is the cause of the issue which may be due to normal wear and tear. Per the hill-rom service manual the advance series bed required effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tires for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moved when you activate the brake mode, replace or adjust when necessary. The technician replaced the brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported that during routine maintenance the bed was found with the brake caster locking but will still swivel. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).